Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4). The ECG c&d cable and distribution not to rear therapy electrode cable were pulled from the strain relief. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the distribution node (dn) to rear therapy electrode cable and the ECG "c&d" cable were pulled from the strain relief. The root cause for the damaged cables could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.